Event description:
Patient underwent a cystoscopy with ureteral stent exchange, ureteroscopy with holmium lithotripsy, right ureteral stone removal, right renal stone removal, cystolitholapaxy with laser. During the procedure surgeon requested to utilize a lithovue device. After plugging in the disposable it functioned appropriately for approximately 30 seconds, before failing to produce an image. Device was reset and use attempted again without success. A second disposable lithovue was obtained and utilized by surgeon without issue. The malfunctioning device was removed from field at end of case and placed in a red bag along with its original packaging. Ref: m0067913500, lot: 40424407, exp:01/15/2028.